Manufacturer narrative:
Product is not expected to be returned as the customer disposed of the sensor. An extended investigation will be performed in the absence of a returned product investigation. A follow- up report will be submitted once additional information is obtained. The meter is designed to report readings of 40 mg/dl to 500 mg/dl obtained from a sensor scan. It should be noted that this meter does not give numeric value for readings less than 40 mg/dl obtained from a sensor scan. A "lo" display message indicates a reading less than 40 mg/dl. The device manufacturer date for the sensor is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their adc freestyle libre sensor. Customer reported receiving readings of 39 mg/dl, 90, mg/dl, 90 mg/dl and 39 mg/dl on their sensor, which were lower than laboratory readings of 150 mg/dl, 215 mg/dl, 226 mg/dl and 144 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported that the position of the trend arrow at time of comparison was pointed at a downward diagonal. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor was reviewed and the dhrs showed the freestyle libre sensor passed all tests prior to release. Stability data for libre sensor was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from their adc freestyle libre sensor. Customer reported receiving readings of 39 mg/dl, 90, mg/dl, 90 mg/dl and 39 mg/dl on their sensor, which were lower than laboratory readings of 150 mg/dl, 215 mg/dl, 226 mg/dl and 144 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported that the position of the trend arrow at time of comparison was pointed at a downward diagonal. There was no death, serious injury or mistreatment associated with this event.